Event description:
Information received indicates the beds head section would not raise whenever the head up function was pressed.

Manufacturer narrative:
The technician replaced the head up hydraulic manifold valve to repair the bed.